Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator did not recognize these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll united kingdom's service department, and the reported malfunction was verified and attributed to the electrode pads. Analysis of reports of this type has not identified an increase in trend.